Event description:
It was reported that a patient, with a unspecified sling, underwent an additional procedure for an artificial urinary sphincter (aus) device implant. No further information could be obtained despite good faith efforts.